Manufacturer narrative:
The smiths medical pump was returned for analysis and it was found to have a damaged lens as well as a tamper seal missing. A sound test was performed and no alarm could be heard. The original complaint was able to be duplicated and this was because the front piezo failed.

Event description:
Information was received indicating that a smiths medical cadd-solis vip pump had no audible alarm. There were no reported adverse events.